Manufacturer narrative:
This report is submitted on may 27, 2022.

Event description:
Per the clinic, the patient experienced pain and swelling at the implanted site due to a magnet dislodgement during an MRI (1.5 tesla) on march 12, 2022. The patient's head was wrapped as recommended by cochlear. Surgery to reposition /replace the magnet has been planned but it has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery under general anaesthesia on (B)(6) 2022, in order to re-position the dislodged magnet. The implanted device remains. This report is submitted on august 9, 2022.